Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed a set of sheared teeth on the first row of the firing rack. This would account for the reported cracking sound as stated in the incident description. Pmv performed functional testing which included the instrument was successfully loaded with a reload. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the sheared teeth on the firing rack may occur when firing over tissue that is beyond the recommended thickness range and firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition.the product analysis established a relationship between a device failure and the reported incident of the instrument did not fire and a strange noise. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a whipple procedure with davinci, a loud snap sound was heard. Staple line looked fine and the stapler did not get locked on tissue. With the second reload, the green firing knob could not be pushed in to go to firing mode. Stapler was replaced and procedure was completed with no problems. Patient is doing fine.